Event description:
Same case as: 2184052-2014-00108. It was reported the screws broke post-operatively. Levels treated were occ-c2 approximately 3 years ago. The patient was experiencing painful hardware. As well both screws at c2 were found to be broken. Revision surgery was performed. No further information is available at the time of this report.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.